Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of the recharging equipment allowed them to turn stimulation back on and resolve pain they were experiencing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there was an informational screen on the recharger and no charging was available. The patient reported that there was an antenna issue, the antenna was damaged. The patient stated they had been without stimulation since (B)(6) 2016 and needed the pain coverage. The patient had pain in the paresthesia area and the change in therapy or symptoms was considered sudden. A replacement was sent. The indication for use was non-malignant pain.

Event description:
Additional information received from consumer reported that the patient weighed ( B)(6) at the time of the event regarding the loss of stimulation.